Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and it was observed that the main coil and the introducer sheath wire were returned. It was observed that the main coil was bent and stretched at the primary coil section and detached at the coil arm section. Functional analysis could not be performed since only the main coil was returned. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17jan2024. It was reported that coil could not be pushed forward and prematurely deployed. The target location was a splenic artery aneurysm. An 8mm x 40cm interlock-35 coil was selected for tumor cavity embolization. During the procedure, it was noted that the coil could not be pushed forward in the microcatheter during advancing. After several failed attempts, the coil was withdrawn, and the coil prematurely detached. The procedure was completed with another 6mm x 20cm coil. No complications were reported, and the patient was stable post-procedure. However, device analysis revealed coil detachment at the coil arm section.